Event description:
The device was implanted on 2005. The device was revised one month later in 2006, due to the screws pulling through the holes of the shell.

Manufacturer narrative:
Other device used: catalog #00625006535, bone screw self-tapping, lot # 60338016; and catalog # 00625006540, bone screw self-tapping, lot # 60294764. This report is being amended to reflect changes in sections g4, g7, h2, h3, h6, and h10. H3: evaluation summary: it is unknown if screw deformation & fracture occurred during revision or in due course of time. Cause cannot be definitively determined. H6: evaluation codes: 100-68 one screw fractured at screw head, & outer edges of another screw shows evidence of being rolled back. Manufacturing records are intact, conforming and indicate manufacture to specification. Devices meet dimensional specification where measurable. Scanning electron microscopy analysis showed extensive damage to fracture surface. Rub marks & final fracture zone were observed & identified. Fracture appears to have occurred by fatigue. Second screw showed damage at head & a crack originated at a hex-corner. Material analysis of screws showed ti, al, & v elemental peaks typical of tivanium alloy.

Event description:
It is reported that the device was implanted on december 6, 2005. The device was revised on january 18, 2006, due to the screws pulling through the holes of the shell.